Manufacturer narrative:
(B)(4): neither device nor applicable imaging studies were returned to the manufacturer.

Event description:
It was reported that the patient underwent a procedure for implant of artificial cervical disc. Approximately 3 years post-op the patient experienced pain and arm immobility, and frequent headaches. Patient was informed that fusion occurred at the posterior side of the implant.

Event description:
Additional information received from a message the patient posted on a social website notes that the patient will undergo physical therapy, nerve study, MRI, x-rays, and epidural steroid injections. Also noted is that the pt. Is experiencing neck pain and numbness in the ring finger and pinky on the left hand. Pt. Notes to have already lost feeling in the thumb and pointer finger in 2009. Another posted message indicates that "they think my c8 disc in my neck is giving me problems."

Manufacturer narrative:
(B)(4).